Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to the operational context of the procedure. In this case, it is possible that the guide wire interacted with the patient¿s moderately calcified and 95% stenosed lesion and / or an accessory device during advancement, resulting in the reported material separation (tip). Further interaction with the lesion and / or an accessory device during removal may have contributed to the reported difficult to remove; however, this cannot be confirmed. Additionally, the separated portion of the tip was retrieved using a balloon. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. It was reported that the guide wire was removed against resistance. It should be noted that the hi-torque guide wires for ptca, pta, and stents instructions for use states: do not: push, auger, withdraw, or torque a guide wire that meets resistance. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. In this case, it is unknown if the IFU deviation contributed to the reported event.

Event description:
It was reported that the procedure was to treat the mid right coronary artery (rca) with moderate calcification, no tortuosity and 95% stenosis. The balance middleweight universal ii guide wire was advanced and when it reached the distal right coronary artery (rca), the tip separated. There was resistance with the anatomy during removal. A balloon was used to retrieve the separated tip. There were no adverse patient sequela. No additional information was provided.